Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was still getting insulin flow blocked alter and blood glucose was still high. Customer stated that she already last weeks and did all the troubleshooting but still keep getting the same alert and had gone through 8 infusion sets and 8 reservoirs replaced since last week. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.